Manufacturer narrative:
Device scrapped by user.

Event description:
It was reported that during a surgical procedure at the user facility, the device deflated twice. The procedure was completed successfully using back-up equipment with no delay, no medical intervention and no adverse consequences.